Manufacturer narrative:
The user interface (ui) assembly was returned to the manufacturer for failure analysis. The ui was tested, and no failures were identified.

Manufacturer narrative:
Additional information was received from the customer's biomed that the respiratory noted the dark screen failure was seen when they were setting up the machine for patient use. The customer's biomed suspected that there is a problem with the display or underlying components that is intermittent. The authorized service provider (asp) replaced the user interface assembly for a dim display, resolving the issue.

Manufacturer narrative:
(B)(6) 2021. There was no patient involvement.

Event description:
The customer reported the ventilator has error message check vent alarm led failed. There was no patient involvement. The authorized service provider (asp) performed the alarms, controls, and power failure tests to produce the post led alarm. The error was not reproduced. The asp checked the error logs and there were not any error codes. The issue is considered resolved as there were no repairs required.